Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, the operator was unable to track the valve through the 14fr esheath+ due to high push force in the non-expandable portion of the esheath+ prior to entering the femoral vessel. The pre-conditioning tool was used in the normal fashion on the esheath during the prep on the back table. Repeated maneuvers were attempted including pulling the sheath out of the body further and advancing with repeated attempts at tracking. There appeared to be a kink in the non-expandable portion on fluoro and after repeated attempts we could visualize an inflow strut being bent backwards. The devices were removed as a unit, and a new set of devices were prepped. The valve was deployed without any complications. Per pre-deco findings, there were two bent struts noted on the valve's inflow side. The strain relief was removed by engineering revealing damage in the form of two small punctures on the sheath material.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined for any abnormalities and the following was observed: the crimped valve was stuck within sheath strain relief and two bent struts were noted on the inflow side. The valve was then expanded, and post expansion, the bent struts were corrected, the leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. The frame is canted/distorted per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was noted: undersized vessel diameters present in access vessels. The 14f esheath+ is indicated for vessel diameters greater than or equal to 5.5mm. Tortuosity and calcification present in the access vessels. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath valve interaction. The reported event for frame damage was confirmed based on evaluation of the returned device. Available information suggests patient factors (calcification, tortuosity, undersized vessel) and/or procedural factors (high push force) likely contributed to the event as calcification, tortuosity, and undersized vessel were present in the access vessels per review of provided imagery. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.